Event description:
Health professional at hospital reported to allergan rep a port replacement was performed for an alleged leak. Investigation in progress. F/u findings: port was explanted due to a suspected leak or tube disconnection. No serial number, model number or valid implant or explant dates were provided. The device will not be returned. The facility has declined to provide further info.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. The reporter of the complaint was asked to indicate the product serial number, model number and valid implant date. The facility has declined to provide further info. Based upon the invalid implant date provided by the reporter the connector type is either a taper ii or a rapidport ez strain relief. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or valid implant date was given. Allergan will not receive the product. Therefore, no analysis or testing can be done. The reporter has declined to provide allergan further info regarding the serial number or model number, event date, valid implant date or explant date, diagnostic testing, pt weight or history. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."